Event description:
The surgeon was punching the keel for the triathlon baseplate. He had used a small osteotome to prevent a crack forming in the plateau as he routinely does. Impaction of the keel punch caused a crack anterior and medially in the tibial plateau. This incident could occur with the product in general rather than just this particular item.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.